Event description:
Additional information received indicates that the patient underwent surgical intervention during which one lead was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04823. It was reported the patient was unable to set their ipg to MRI mode. Updating the software and repositioning the patient was attempted, but the issue persisted. High impedances were noted on one of the patient's leads. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the high impedance, so it will be reported on both.